Event description:
The customer reported that on (B)(6) 2012 an erroneous, high magnesium (mg) result, above the reference range of the analyte, was generated on a synchron lx20 pro system for one patient. The initial mg result was not reported outside of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat on another instrument, the mg result was lower, within the reference range of the analyte, and regarded as valid. Other chemistry results for this sample were provided by the customer but were not repeated by the customer to assess their validity. No other samples were affected. No assay quality control issues were noted during the timeframe of this event. There were no error messages posted to the instrument error log in association with this event. No sample collection/handling information, patient information or additional system information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event pending customer initiation of water system cleaning. The cause of this event is currently unknown.